Event description:
The pt underwent coil embolization of the posterior communicating artery aneurysm that measured 3.5x4.9mm and with a neck of 1.7mm. During the procedure, the orbit could not be deployed by the syringe. The physician tried five timely, but the coil could not be deployed. Then another orbit and syringe were used to complete the procedure. Add'l info indicated that the orbit could not be deployed with another syringe, because the coil (decoiled) unraveled/stretched. No issues were noted with the dcs delivery system or coil. After removal from the pt, the coil was (decoiled) stretched. No leakage was noted with the hub of the dcs system or any other area. The gauge needle moved when pressure was applied. After disconnecting the coil delivery system, no damages were noted on the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device that was taken to the blue zone. During prep, the blue zone was exceeded, but during prep, the syringe was not damaged. The syringe was utilized five times to deploy other coils, added during the procedure, the alternative detachment zone (red) was exceeded twice. No other coils were detached with the syringe, and no leaks were noted in any area of the syringe.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Add'l info will be submitted within 30 days.